Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The usm was analyzed and system logs did not record any errors. The unit was tested on an in-house system in normal mode with no triggered errors. It was also tested on a patient side cart fixture test platform (pftp) where all tests passed. During visual inspection the carriage was found to be loose due to the slider on the insertion rail. The pm findings were confirmed based on failure analysis. The probable root cause for the loose instrument carriage is attributed to a mechanical defect of the insertion rail.

Event description:
It was reported that during da vinci system preventative maintenance that several system components were replaced including a loose instrument carriage found by field service engineer( fse) on universal surgical manipulator (usm) 1. There were no reports of patient involvement.